Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced facial nerve stimulation with a decrease in performance. The results of an integrity test (B) (6), 2009 indicate no evidence of malfunction of the receiver stimulator with a combination of electrode faults. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.